Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. All buttons were said to be under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: visual inspection revealed that the keypad cover was cut and torn on the okay button. The keypad cover was not peeling from the base. The okay button had a contact defect; the contact was inverted. The contrast and okay keys were intermittently responsive whereas the down and up arrow keys were fully responsive. The keypad cover was removed and contamination was observed under all the key contacts. The reported complaint was confirmed. Unrelated to the original complaint, investigation found that the display screen was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.